Manufacturer narrative:
Reporting institution phone#: (B)(6). Reporter phone#: (B)(6). A philips field service engineer (fse) was notified that a patient was in bradycardia and laying down in their bed awaiting transfer to the ward but staff later found them deceased. The customer indicated there are more alarms with the new monitors, alarms were missed or ignored by staff, which may have contributed to the reported event. In addition, the customer indicated there were issues with the way of working in the intensive care unit (ICU) as well. The customer investigated the logs, revealing technical inop alarms for ECG patch and spo2 connections; however, it was found the devices behaved per specification. Additionally, some patient data was not available to send to philips as the patient was not admitted to the system. Admission to the system is a new workflow for the customer with the new monitors. A philips remote service engineer (rse) supported the customer to collect the logs. The event took place in room 9 on (B)(6) 2025 at 1930-2255 hours. The customer verified that a 3-lead ECG cable was in use. The data was sent to a philips product support engineer (pse) and a philips clinical specialist (pcs) for review and a summary of the findings is documented below. The logs show that the monitor was taken out of standby at 19:35:56 (B)(6) 2025 19:35:56 (B)(6), rum 9 standby avslutas mt34463 exiting standby. At 19:35:52, ECG leads off is announced. (B)(6) 2025 19:35:57 (B)(6), rum 9 EKG lösa elektr skapades 19:35:52. Pic ix: kgaixakutc1 logged inop. At 19:37:00, heart rate alarms are switched off and pulse becomes the alarm source. The ECG/arrhythmia alarms are changed from on to off. From the IFU, ¿selecting pulse as the active alarm source for hr/pulse switches off the arrhythmia alarms, including asystole, vfib and vtach alarms, and the heart rate alarms. This is indicated by the message ECG/arrh alarmsoff (unless this has been configured off for your monitor), and the crossed-out alarm symbol beside the ECG heart rate numeric. The message ECG/arrh alarmsoff can be configured off, or to switch to a yellow (medium severity) inop after a fixed number of hours. High and low pulse rate and extreme bradycardia and extreme tachycardia alarms from pulse are active.¿ if the alarm source is set to auto, this switching off may be automatically following a manual request to turn on. When the alarm source is set to auto, the monitor will use the heart rate from the ECG measurement as the alarm source whenever the ECG measurement is switched on and at least one ECG lead can be measured without an inop condition. See data set b for many examples of alarm on/off entries. At 19:37:07. **spo2 86<90 was generated. At 19:37:16, **pulse 45<50 was generated. 19:37:27, alarms were acknowledged at mt34463 bedside monitor. **spo2 86<90 ended at 19:37:57 and then generated again at 19:38:22. **pulse 40<50 ended at 19:38:02. ** pulse 35<50 generated at 19:38:21. These alarms ended at 19:38:29 when the ***brady/pulse alarm 26<40 generated. The ***brady/pulse alarm ended with a maximum violation of 25<40 at 19:38:38. The ECG/arrhythmia alarms were switched on and off several times between 19:37 and 22:46:30. At 19:41:32, **puls 46<50 generated and ended at 19:42:21 with a maximum of violation of 35. **pulse 46<50 generated at 19:43:09 and ended at 19:44:02. At 19:44:24, **puls 42<50 generated. At 19:44:40, ECG lead off ended and the ECG/arrhythmia alarm switched back on. This resulted in the **pulse alarm ending and the sounding of the *hr 48<50 alarm at 19:44:46. The audit log continues to show *hr alarms generating and ending until 20:10:31 when the ***xbrady 39<40 generated. The alarm ended at 20:10:47 with a maximum violation of 36 <40. Spo2 pulse ? And spo2 no pulse inops are noted. The patient continued to have low hr and xbrady alarms at 20:46:06, cannot analysis ECG generated. At 21:24:59, !!ECG leads off inop generated. A device problem is not confirmed. The investigation determined that the device operated as expected. A customer response letter is being provided to the customer to resolve the issue.

Event description:
It was reported after a recent new device installation, there was an intensive care unit (ICU) patient who passed away. The patient was in bradycardia and laying down in their bed awaiting transfer to the ward but staff later found them deceased. The customer indicated there are more alarms with the new monitors, alarms were missed or ignored by staff, which may have contributed to the reported event. In addition, the customer indicated there were issues with the way of working in the ICU as well. The customer investigated the logs, revealing technical inop alarms for ECG patch and spo2 connections; however, it was found the devices behaved per specification.